Event description:
It was reported that the patient presented to the hospital and complained of experiencing dizziness episodes and a loss of consciousness that morning. The patient hads an escape rhythm of 40 beats per minute. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. The patient was in good clinic condition. During follow up on (B)(6) 2015, the lead continued to exhibit noise and loss of capture. On (B)(4) 2015, the lead was explanted and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.